Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported unspecified tissue injury. Based on available information, a cause for the reported tissue injury could not be conclusively determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. First xtw was implanted successfully. Second xtw made several attempts to grasp both leaflets, however there was no difficulty grasping/capturing leaflets. After establishment of final arm angle (efaa) was performed without issue, the posterior leaflet was observed to have detached. On transesophageal echocardiogram (tee) a perforation of the leaflet was observed. The same clip was reopened and attempted to be placed again. Placing the clip in the perforated area had no affect on mr so it was implanted in a medial position, reducing mr to grade 3-4. Patient was reported to be stable.